Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that sometimes the escape button did not give any response. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, scratched case, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.